Event description:
The reporter stated that she did back to back blood glucose tests, using different finger sticks within 10 minutes. She stated that the results were 350, 249 and 373 mg/dl. She did not report any symptons. Reporter did not have any control solution available for testing.